Manufacturer narrative:
A follow up report will be filed upon receipt of the device and completion of the investigation.

Event description:
International affiliate reports the customer had difficulty inserting the set screw into the head of a pedicle screw. The set screw was removed intra-operatively and examination found its thread was completely broken and separated from the screw. It is understood that another set screw was inserted without difficulty.

Manufacturer narrative:
Visual inspection of the returned single inner setscrew [product code: 1797-02-000, lot no: eligible] noted that the threads were completely sheared off the setscrew. (B)(4). A device history record (DHR) review could not be conducted as the lot number is illegible due to the setscrew threads becoming sheared off. A 12-month review of the complaint trend analysis for the single inner setscrew was conducted with no systemic trend identified. The root cause of the single inner setscrew becoming sheared off cannot positively be determined. However, the stripping of the screw threads is most likely indicative of inadvertent cross threading having occurred during screw tightening. In the absence of a lot number or an observed trend, this complaint will be closed with no further action required.